Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button was defective. Upon evaluation, the rear response button had a defective switch. The cause of the non-functional response buttons is the defective switch. The root cause for the defective switch could not positively be identified. No adverse event resulted from the damaged response button cable.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the response buttons were non-functional.